Manufacturer narrative:
The device has not yet been received by the MFR for evaluation. A follow up report will be submitted if the product is received, or if additional information is obtained. (B)(4).

Event description:
It was reported that during a knee procedure, the pin broke when being removed from the pt's tibia at the end of the procedure. A portion of the pin remains in the tibia. No further info was provided. Attempts to obtain additional info have been unsuccessful.